Event description:
It was reported by the customer that their insulin pump had been alarming button error. Customer stated they removed and reinserted the batteries but that it did not resolve the issue. Customer also stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 302 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, found corrosion on the keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)